Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for non sustained lead noise. Review of the episodes showed intermittent loss of capture. The lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.